Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The healthcare professional (hcp) reported the patient's pump was not working, but did not know when the pump stopped working. It was noted the patient was diagnosed with sciatica neuralgia on an unknown date. The patient saw their hcp yesterday ((B)(6) 2015) and an magnetic resonance imaging (MRI) was ordered for (B)(6) 2015. The medication in the pump was not reported. The outcome, interventions and diagnosis/troubleshooting were not reported. Additional information has been requested, but was not available as of the date of this report.